Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no evidence that supports the peritonitis was caused by a liberty select cycler malfunction or product deficiency. The exact cause of the patient¿s escherichia coli peritonitis cannot be determined; however, it is possible the bacterium was introduced via touch contamination during ccpd therapy. Escherichia coli is one of the most common organisms that cause gram negative peritonitis in pd patients. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported this elderly patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized for 4 days with peritonitis. Additional information received through follow-up revealed the patient was experiencing abdominal pain with hazy pd effluent. A pd effluent culture was performed (unknown date) which revealed a white blood cell (wbc) count of 210 and growth of the bacterium escherichia coli. Details surrounding the patient¿s hospitalization course are unknown. However, it was reported the patient was treated with antibiotics (unknown drug, dose, frequency and duration). The patient continues pd therapy.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.